Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw attachment device did not work. According to the reporter, a bone resection had to be performed with scolopo which caused an impact to the patient. It was reported that there was a sixty minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. Multiple attempts have been made to obtain additional information on the reported patient impact. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: upon review of the follow up information received from the reporter it was determined that the "scolopo" was an instrument used to complete the saw cut and resulted in an improper/inaccurate saw cut.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: review of additional information received reported that no medical/surgical intervention was required and a replacement device was not available and a "scolopo" (chisel) was used to complete the procedure and caused an inaccurate cut/inadequate osteotomy.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw attachment device did not work. According to the reporter, a bone resection had to be performed with scolopo which caused an impact to the patient. It was reported that there was a sixty minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. Multiple attempts have been made to obtain additional information on the reported patient impact. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device bearings inside of the attachment were completely blocked and corroded, the seals were worn out and failed pre-test for frequency meter oscillation and safety pin. Due to positive service history, device history review review only covers the related service records. Although, the service history record shows that the failure code is relevant to the current complaint condition, the root cause of the failure was found to be irrelevant. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear.